Event description:
A customer contacted stryker to report that their device had powered off randomly during a patient call. The customer advised that they restarted the device immediately and was able to continue patient care. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue was isolated to an unseated battery. After reseating the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.